Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent surgery removal of essure devices). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: no filling of the fallopian tube beyond the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent surgery removal of essure devices). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: no filling of the fallopian tube beyond the cornua. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation abnormal, weakness, vaginal delivery, genital bleeding and genital discharge abnormality. Concurrent conditions included dizziness. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen (motrin children) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 5 months 29 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2007, the patient experienced cystitis ("infection (bladder/ urinary tract /vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract /vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract /vaginal) type:"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, mood swings and abdominal pain was resolving, the menorrhagia had resolved and the anxiety, depression, vaginal haemorrhage, female sexual dysfunction, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. The essure device was introduced without difficulty evidencing 8 coils within the uterine cavity; in a similar fashion, attention was turned to the right side. The essure tubal occlusion device was introduced without difficulty leaving 3 coils within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion, successful essure procedure; on (B)(6) 2005: results: no filling of the fallopian tube beyond the cornua; on (B)(6) 2005: successful essure procedure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), hormonal changes describe: mood swings, infection (bladder/ urinary tract /vaginal) type:, abdominal pain. Outcome of event pelvic pain, dysmenorrhoea, menorrhagia were updated. Concomitant drug, lab data, medical history, reporter information, aka name were added. Plaintiff demography and product indication added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.